Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a system shut down and data was lost. Per report, the pca and continuous fluids were infusing. The brain and channels suddenly stopped and alarmed. There was patient involvement but no harm. Additional information provided: at approximately 0640, clinicians were setting up patient's blood administration set. Patient's pca and continuous fluids were infusing at that time. The pcu and channels suddenly stopped and alarmed. A warning appeared indicating the history and data would not be able to be saved and restarting of the brain and channels was necessary. Upon restart, all data was erased and unable to be retrieved. Pharmacy was called for assistance with documentation. Per nurse managers direction, off going rn and receiving rn set up pca with remaining volume and performed corresponding handoff. Volume @ restart 17.9ml, volume at prior handoff 36.9 ml, unable to obtain data for attempts/delivered doses. Pca was down for approximately 1 hour with patient unable to receive medication during that time. No patient harm was reported.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of system shut down and data lost was confirmed in review of the logs; however, the error was not replicated during testing. Functional testing using key press replication from the pcu event log to program the devices were performing as intended. There were no errors or anomalies exhibited during replication testing. The results of maintenance tests on the suspect devices were observed within normal values. The suspect pcu, suspect pca and concomitant devices logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date as 02apr2025 and the time was reported at 6:40 am. A review of the suspect pcu error log showed one error code and system malfunction code on the day of the reported event. At 6:35:50 am the malfunction system code 255-16-275 and error code 800.8000 appears. The system error 255-16-275 and error code 800.8000 represent the same malfunction in the operating system of the suspected pcu, the difference is that error code 800.8000 indicates a general operating system failure code not visible to the user and system error 255-16-275 indicates a soft fault failure within a specific domain. The list table below show the last infusions and activity on (B)(6) 2025. At 7:26 pm on (B)(6) 2025 suspect pca (s/n: (B)(6)) was programmed a pca only infusion with syringe volume of 41.8968 ml and pvi = 5 ml (recorded from previous infusions). Each infusion required by patient control supplies vtbi = 1 ml with rate = 150 ml/h. At 7:26 pm on (B)(6) 2025 concomitant etco2 8300 (s/n: (B)(6)) was started monitoring. At 7:27 pm on (B)(6) 2025 concomitant pump module (s/n: (B)(6)) was remote programmed for a primary infusion with drug amount=2 mg; diluent volume= 100 ml; rate = 100 ml/h and vtbi = 560 ml. Secondary infusion with rate = 200 ml/h and vtbi = 100 ml; pvi = 403.925 ml and svi = 0 ml (recorded from previous infusions). The secondary infusion lasted thirty (30) minutes and 100 ml is infused. At 7:56:56 pm on (B)(6) 2025 suspect pca (s/n: (B)(6)) was request infusion. At 12:16:14 am on (B)(6) 2025 suspect pca (s/n: (B)(6)) was request infusion. At 1:54 am on (B)(6) 2025 suspect pca (s/n: (B)(6)) was request infusion. At 1:54 am on (B)(6) 2025 concomitant pump module (s/n: (B)(6)) complete the primary infusion; pvi = 1000.01 ml and 100.021 ml. At 1:57 am on (B)(6) 2025 concomitant pump module (s/n: (B)(6)) was remote programmed for a primary infusion with rate = 100 ml/h and vtbi = 980 ml; pvi = 1000.63 ml and svi = 100.021. The infusion lasted five (5) hours. At 2:05 am on (B)(6) 2025 suspect pca (s/n: (B)(6)) was request infusion. At 3:52 pm on (B)(6) 2025 concomitant pump module (s/n: (B)(6)) was remote programmed for a secondary infusion with drug amount=2 g; diluent volume= 100 ml; rate = 200 ml/h and vtbi = 100 ml. Primary infusion with rate = 100 ml/h and vtbi = 788.3 ml; pvi = 1192.34 ml and svi = 100 ml. The secondary infusion lasted thirty (30) minutes and 100 ml is infused. At 3:52 am on (B)(6) 2025 suspect pca (s/n: (B)(6)) was request infusion. At 4:06 to 4:18 am on (B)(6) 2025 suspect pca (s/n: (B)(6)) was the patient request two (2) infusions. At 4:23 am on (B)(6) 2025 concomitant pump module (s/n: (B)(6)) complete the primary infusion pvi = 1192.34 ml and svi = 200.043 ml. At 4:23 to 6:22 on (B)(6) 2025 suspect pca (s/n: (B)(6)) was the patient request nine (9) infusions. At 6:28 am on (B)(6) 2025 concomitant pump module (s/n: (B)(6)) was connected to the suspect pcu with label a and reassigned the other devices. At 6:35 am on (B)(6) 2025 suspect pca (s/n: (B)(6)) was request infusion, then suddenly power off the system. At 6:37 am on (B)(6) 2025 suspect pcu was power on with the four modules connected. The bd alaris user manual v12.1 has information for the user regarding system errors; a system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose, or vtbi. Power down the pcu by pressing the system on key. Restart the device by pressing the system on key. Restart previous infusions and/or monitoring settings. If the system error returns, power down the pcu and replace it immediately. Return the pcu to your biomedical engineering department for troubleshooting and data log retrieval. Notes to repair center: concomitant pcu s/n (B)(6) (w/o: (B)(4)) repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pca module s/n (B)(6) (w/o: (B)(4)) please calibrate the pca module and adjust the screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant etco2 module s/n (B)(6) (w/o: (B)(4)) please calibrate the module and adjust the screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant pump module s/n (B)(6) (w/o: (B)(4)) mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant pump module s/n (B)(6) (w/o: (B)(4)) mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported system shut down and data lost was identified as a result of a software anomaly. The root cause of the software anomaly was confirmed during the log review has a system error code 255.16.275 and the malfunction error code 800.8000. The root cause of the system error was not identified during investigative testing, as all returned devices are in good condition. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Note that this report lists imdrf annex a070504, c0503, d09, g02002 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported a system shut down and data was lost. Per report, the pca and continuous fluids were infusing. The brain and channels suddenly stopped and alarmed. There was patient involvement but no harm. Additional information provided: at approximately 0640, clinicians were setting up patient's blood administration set. Patient's pca and continuous fluids were infusing at that time. The pcu and channels suddenly stopped and alarmed. A warning appeared indicating the history and data would not be able to be saved and restarting of the brain and channels was necessary. Upon restart, all data was erased and unable to be retrieved. Pharmacy was called for assistance with documentation. Per nurse managers direction, off going rn and receiving rn set up pca with remaining volume and performed corresponding handoff. Volume @ restart 17.9ml, volume at prior handoff 36.9 ml, unable to obtain data for attempts/delivered doses. Pca was down for approximately 1 hour with patient unable to receive medication during that time. No patient harm was reported.